Event description:
In the (B)(6) user's guide, page 2-8 on anticoagulation, there is an error in the recommended dosage. The english user's guide mentions two cases: 10000-15000 units of heparin/500ml nacl for patients over 40 kg, 150-250 units of heparin per kg body weight/500 ml nacl for patients under 40 kg. In the (B)(6) guide, the words for over ((B)(6)) and under ((B)(6)) have been mixed. Customer has requested an english user's guide to be sent to them. No patient treatment was affected by this event. The customer has returned a photo for investigation. Update (B)(4) 2014: the two centres currently using the cellex have acknowledged receiving information about the error in the user's guide. Extracts from the (B)(6) and english operator manuals were sent out to these customers. One customer has confirmed having corrected the error by hand in their operator manual. The other centre has been asked to do so and will confirm when it's done. The third (B)(6) customer has not yet started using the cellex. They have been informed but have not yet acknowledged the information. Update (B)(4) 2015: both existing users have now confirmed having corrected the error by hand. A picture of the (B)(6) user's guide was provided by the customer.

Manufacturer narrative:
Trends were reviewed for complaint category, label missing and no trends were observed for this complaint category. CAPA (B)(4) was initiated to make the correction to the finnish operator's manual. A photo of the user's guide was sent by the customer. Analysis of the photo is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).